Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited phantom programming. The device remained implanted and the patient would be monitored.